Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. Fluid leaked from the cassette compartment of the liberty select cycler. The reported issue was discovered during dwell 1 of 4. Fluid was also discovered in the pump module area and on the external of the cassette. It was also reported that fluid leaked from an unknown line. It was not reported that any warnings or alarms were received prior to the leak. Additional information was obtained during follow-up. No adverse event, serious injury, or required medical intervention resulted form the reported issue. Treatment was completed that night after the cycler was re-setup with new supplies. The cycler remains with the patient for continued use.